Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer disabled universal surgical manipulator (usm) 1 due to repeated recoverable errors. The intuitive surgical, inc. (Isi) field service engineer (fse) uploaded the logs and confirmed repeated 48100 and 23000 errors reported by the axes controller arm (aca) board in usm 1. The customer tried multiple power cycles and the error did not clear. There was no report of patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the 23000 errors. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm triggered the 23000 error which was confirmed via the system logs. The usm was tested on an in-house system in normal mode where there were no triggered errors. The usm was also tested on a test platform and failed the sine cycle test. The usm also failed friction testing. The complaint was confirmed based on the failure analysis evaluation.